Event description:
New information indicates that the insertable cardiac monitor (icm) was explanted and replaced. The patient was in stable condition with no adverse events.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's insertable cardiac monitor (icm) presented with pre-mature battery depletion. No changes were reported. The patient status was unknown.